Event description:
It was reported that a patient underwent a c-section procedure on an unknown date in (B)(6) of 2022 and absorbable hemostat was used. They placed the product to control the hemorrhage. After the surgery the patient was told she had an infection and abscess. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was surgifoam removed after hemostasis was achieved? Was the abscess formation investigated, if yes, what was the substance? Please described the course of events and how the patient was affected with more details. How was the abscess formation treated? How was the infection treated? How was the pain and swelling treated? What was the outcome? Did the patient fully recover? What are the product code and lot number? What is the date of the surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.